Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call of issues with the customer's insulin pump. The father sates the customer had blank display. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised that it was an older pump, and the customer had newer pump under account. The father states they would be contacting customer to find out situation with older and newer pumps. The father would be calling back at a later time.